Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. There was no impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections. Multiple follow up attempts were made to complete troubleshooting with the customer. However, the customer did not respond.